Event description:
N/a.

Manufacturer narrative:
To fix the issue, the field service engineer (fse) replaced the batteries . The fse then completed the preventative maintenance (pm) with all functional and safety tests to factory specifications. The unit was returned to the customer. The following investigation was performed by the technician of the maquet failure analysis and testing dept. The failure analysis and testing dept. Received (2) batteries with a reported unit failure of a failed battery runtime test at 80 minutes. The fat installed the parts into cs300 test fixture and tested the parts to factory specifications per procedure and the cs300 service manual. Batteries ran until 69 minutes, failing the test. Fat was able to verify the reported failure.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) , the cs300 intra-aortic balloon pump (iabp) unit failed battery run time test. There was no patient involvement.